Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced extreme pain following a permanent implant procedure. The patient reported pain occurs intermittently. In turn, patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. Therapy was restored postoperatively.